Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was posted as a l3-ilium extension of a posterior fusion. This patient original surgery was on (B)(6) 2015. He had a l4-s1 posterior fusion with l4-5 and l5-s1 tplifs using expedium ti 5.5 mm system and opal 24 mm revolve spacers. The patient was operated on yesterday due to adjacent level ddd at l3-4 and pseudarthrosis at l4-s1. The s1 expedium 5.0 mm x 40 mm screws at s1 were broken off between the bone screw and polyaxial head. Upon review of the s1 screw placement on the MRI, the surgeon found the s1 screws were not completely placed in the pedicle and could have been larger in diameter. The surgeon removed the broken screws and the remaining screws in the construct. He did a discectomy and placed a opal 24 mm revolve spacer at l3-4. He extended the construct up to l3 and revised the screw placement in s1. He replaced the 5.0 mm screws at l4 and l5 with 7.0 mm x 50 mm diameter screws and replaced the s1 screws with 8.0 mm x 35 mm screws. During insertion of the s1 screws, he broke the tip of the quick-connect screwdriver tip off. We switched the driver and inserted the screw without any difficulty. After the case, it was found that the two sfx torque drivers, screwdriver shaft and one expedium torque driver that need to be replaced because they are close to stripping. Plus, the other quick-connect poly screwdrivers was broken.